Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the device turns on when plugged into a power source. Customer did not provide a blood glucose level, but stated blood glucose level was elevated. Customer delivered a bolus to stabilize blood glucose levels, and stated they will continue to use the pump for insulin therapy.